Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. Visual inspection of the device pneumatic block revealed contamination. The pneumatic block assembly required replacement to address the issue. The device was returned to the customer unrepaired due to customer declined service. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf147) related to the main blower. There was no patient harm or serious injury reported as a result of this incident.